Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier required maintenance and required biometric identifier for two point verification and a witness. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user required a biometric identifier for two-point verification, along with a witness. The field service engineer (fse) reseated the biometric identifier usb cable on the docking hub in the electronics drawer. The system functioned as intended after the field service engineer repaired the device.